Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. At this time, it was confirmed that the sureform 60 stapler instrument and black sureform 60 reload were discarded and will not be available for failure analysis investigation. If additional information is received, isi will submit a follow-up MDR. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not identify any additional complaints related to this event. Isi could not conduct log review for the reported event since there is insufficient or unconfirmed product/event information. This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy surgical procedure and while stapling the esophagus with a sureform 60 stapler instrument and a black sureform 60 reload installed, the tissue was allegedly pushed out and not cut. The surgeon used a manual stapler to resolve the issue and transected additional tissue. The cause of the reported issue is unknown. Note: the surgeon stated there was an identical issue/event that had occurred on a different date. Refer to MDR with patient identifier #(B)(6) for additional information regarding the identical issue/event.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, while stapling the esophagus with a sureform 60 stapler instrument and a black sureform 60 reload installed, the staples went down but the blade allegedly just pushed the tissue without cutting. The surgeon used a manual stapler to resolve the issue. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: he conducted the thoracic portion, and another surgeon did the abdominal part of the procedure. The surgeon stated that the sureform 60 stapler instrument was working fine on stomach tissue until the incident occurred. The sureform 60 stapler instrument had a black surefrom 60 reload installed. The surgeon was about to fire the first staple line on the esophagus to transect the stomach after the anastomosis was completed. During the firing sequence, the tissue got pushed across the line of the staple head with all the staples dumped, and the stapler did not cut tissue. Ninety percent of the staples were open and the surgeon removed all the loose staples. Then the surgeon restapled below with no issues and oversewed the tissue. He took more tissue than intended; however, that extra tissue did not change the surgical outcome. The surgeon confirmed there was no issue with tissue thickness, there were no system generated messages, and he does not use buttress material. The isi clinical sales representative (csr) confirmed that the reload and the stapler instrument were discarded.